Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right atrial (ra) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right atrial (ra) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report contains correction in section h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right atrial (ra) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported. Upon further review, it was suspected that there was crosstalk on the rv channel which led to inappropriate shocks. For additional details, refer to MDR report number 2124215-2023-57140 (device) and report number 2124215-2023-57153 (rv lead).

Manufacturer narrative:
This report contains correction in section b5 describe event or problem, section h6 patient codes, h6 impact codes and h6 device codes. This report contains correction in section h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right atrial (ra) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported.